Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the depth gauge for locking screws to 100mm for intramedullary nail was broken. There was no patient involvement. This complaint involves one (1) device. This report is for (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).